Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1712kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Multiple unsuccessful download attempts were made using the thus software. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture damage was noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, slightly stained serial number label, slightly peeling end cap address label, cracked battery tube area, and scratched case. Open book were confirmed during analysis, problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.